Manufacturer narrative:
H6: added additional investigation conclusions code 22. The gore® cardioform septal occluder instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: stroke or tia, thrombosis or thromboembolic event resulting in clinical sequelae.

Manufacturer narrative:
The limited echocardiography imaging provided shows a device implanted on the atrial septum. The left atrial disc appears to have an echogenic mass attached to it. The appearance of this echogenic mass is consistent with the appearance of thrombus. It is difficult to ascertain the cause of the thrombus formation from the imaging provided.

Event description:
It was reported to gore a 30mm gore® cardioform septal occluder was implanted in a patient six months ago to treat an atrial septal defect. It was reported the patient presented to the emergency room of a different hospital on (B)(6) 2021 with stroke symptoms. Echocardiogram on (B)(6) 2021 showed a thrombus on the left disc. The patient is reported to be stable and is receiving anticoagulation therapy.